Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge using the usb cable and wall adapter. The customer's blood glucose (bg) level was 113 mg/dl. A replacement usb cable and wall adapter was sent to the customer. The customer indicated that tandem technical support would be contacted if the issue was not resolved with the replacement usb cable and wall adapter. The customer did not contact tandem technical support regarding the alleged issue.